Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event of heat was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Based on a review of the manufacturer's instructions for use for this device, a lack of irrigation to the tip may cause or contribute to heat, however this was not confirmed. Not available for evaluation.

Event description:
It was reported that the irrigation pump of the console was not working properly, which resulted in heat at the tip that caused charring of the bone. No additional treatment was needed due to the charring, and there were no health concerns due to this. The procedure was completed using the same device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the irrigation pump of the console was not working properly, which resulted in heat at the tip that caused charring of the bone. No additional treatment was needed due to the charring, and there were no health concerns due to this. The procedure was completed using the same device. There were no patient or user injuries, and no adverse consequences.